Manufacturer narrative:
Addition the cause for aneurysm enlargement is unknown.

Manufacturer narrative:
Additional devices implanted and/or related to this event: tgmr373720j/ 21035306. The conformable gore® tag® thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events include reoperation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2019, the patient underwent an endovascular treatment of a thoracic aortic aneurysm using two gore® tag® conformable thoracic stent grafts with active control system. On (B)(6) 2023, a CT revealed an aneurysm enlargement (amount unknown). On (B)(6) 2023, a reintervention was performed for the aneurysm enlargement. When a non-gore radifocus wire was advanced, a dissection in the right external iliac artery occurred. Then, a gore® dryseal flex introducer sheath was inserted and a gore® tag® conformable thoracic stent graft with active control system was implanted to extend the initial gore® tag® conformable thoracic stent grafts with active control system distally. A stent was implanted to cover the dissection in the right external iliac artery. Reportedly, an angiography in the reintervention didn¿t reveal any leaks. The patient tolerated the procedure.